Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sigmoidectomy, after the device was used for colon anastomosis, at the end of the procedure the patient had light bleeding with "hb 117". A conservative treatment tamponade was done to resolve the case. The patient has no injury.